Event description:
It was reported during the laparoscopic nissen fundoplication, the rep reported the doctor was using non bladed obturator trocars in the case and the seals broke on (6) trocars during the procedure. The doctor threw some of the trocars on the floor and stepped on some of them. The case was completed and there was no consequence to the patient.